Event description:
The stent was successfully implanted to treat a left petrous internal carotid artery (ica) atherosclerotic lesion. Post procedure imaging showed that there was no significant residual stenosis and all the intracranial vessels were filling without any flow limitation or delay. However, four hours post procedure a neurological examination of the patient showed a new right facial droop, dysarthric speech and right hand numbness. Imaging revealed an intracranial hemorrhage in the treated territory. There was no change in medication due to the event; the patient maintained on aspirin and plavix regimen. The patient¿s clinical condition was reportedly better with mild facial droop and arm drift. Current mrs was measured of 1. The physician stated that the cause of hemorrhage was a reperfusion injury related to the procedure.

Event description:
The stent was successfully implanted to treat a left petrous internal carotid artery (ica) atherosclerotic lesion. Post procedure imaging showed that there was no significant residual stenosis and all the intracranial vessels were filling without any flow limitation or delay. However, four hours post procedure a neurological examination of the patient showed a new right facial droop, dysarthric speech and right hand numbness. Imaging revealed an intracranial hemorrhage in the treated territory. There was no change in medication due to the event; the patient maintained on aspirin and plavix regimen. The patient¿s clinical condition was reportedly better with mild facial droop and arm drift. Current mrs was measured of 1. The physician stated that the cause of hemorrhage was a reperfusion injury related to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device remained implanted.